Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On may 17 2021, it was noticed h1 type of reportable event was incorrect in the previous report. This event is a malfunction. The field has been updated appropriately.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a saline mentor smooth round high profile 560cc breast implant being used in an unspecified breast implantation procedure was found to be deflated during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.